Event description:
It was reported an error with their cgm, described as error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for a pump reset, and the caller successfully started their sensor session without further issues.